Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Complaint # (B)(4).

Event description:
A (B)(6) patient with hepatocellular carcinoma cirrhosis of weaned ethylic origin presented for a microwave ablation of the liver. Prior to the procedure, the solero generator was turned on and the applicator was connected to the unit for testing per the instructions for use for this product. Chilled saline was used for testing as required. The applicator passed all testing with no issues. During the procedure, the screen of solero generator displayed"error 209> 52 degrees c." Trouble shooting was performed in attempts to clear the error message, however it was determined to exchange the probe for a new of the same. As there was a delay greater than 30 minutes than as considered normal, this has been determined to meet the criteria of a reportable event due to patient safety risk for prolonged sedation. The patient was reported as stable post procedure. It was reported the disposable device is available for return to the manufacturer for evaluation.

Manufacturer narrative:
Based on additional information provided by the end user, this reported complaint description does not meet the criteria of an adverse patient event. This medwatch is being submitted in order to close out the complaint file. It was reported the procedure was successfully completed and there was no delay in the procedure due to the event. As the reported device was not returned, angiodynamics was unable to perform a device evaluation. Without a device evaluation, a root cause for the reported complaint of error 209 could not be determined. The customer's reported complaint description cannot be confirmed, no sample was returned. A review of the lot history records was performed for the applicator lot any deviation in manufacturing process related to the reported defect of the complaint. DHR review of the packaging and component lots revealed no quality related issues or manufacturing deficiencies at the time of manufacture. The instructions for use, which is supplied to the user with the solero applicators contains the following statement; "obtain a minimum of 1000 ml of sterile chilled saline. 3000 ml chilled saline may also be used to increase the amount of time before the cooling reservoir needs to be replaced. Sterile fluid should be chilled prior to procedure. To attach the single use tubing to a chilled-fluid delivery and collection system, remove the cap on tubing set spike and insert spike in the saline source, being careful not to puncture through the saline source. To ensure proper fluid movement hang the saline source higher than the generator (such as on an IV pole). Load the tubing set into the solero generator pump. The pump clip on tubing should be loaded into the pump clip holder on the left side of the pump and then close the pump housing cover. Prime the tubing set by turning the pump on and making sure there are no air bubbles present in the tubing set and in the saline bag prior to placing the device in the target tissue." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).